Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient would recharge to 70% and it will stop recharging while excellent. It then says ¿no device found.¿ the patient said he doesn't even move when this occurs. Reports were tried to be reviewed, but a message stated ¿you have exceeded the maximum session have occurred off line". Stimulation usage was reviewed and it did not appear the patient has been discharged which may explain stim turning off. The patient had 100% usage from (B)(6). A report was requested to be sent in to technical services. The patient was going to keep a diary of when these events occur. No further complications were reported.